Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard the device's magnet tone 30 times, at random times and in random situations with no obvious magnet presence. Review of performance data verified the patient was coming in contact with a magnet. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an audible alert sound. If information is provided in the future, a supplemental report will be issued.